Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1516817 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2016 at 2:30 pm customer performed a test using her adc blood glucose meter and received a reading of 342 mg/dl, which was higher than a subsequent reading obtained by paramedics. Caller further reported customer was experiencing "sweating." Paramedics were called and upon arrival received a reading of 32 mg/dl at 3:15 pm. Customer was given food to eat and then 30 minutes later a re-test was done with a result of 83 mg/dl. Another test was done 30 minutes later and a result of 194 mg/dl was received. No further treatment was reported. There was no report of death or permanent injury associated with this event.